Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the sheath was first visually inspected, and it was noted that the dilator was not returned with the sheath. Next, the sheath was functionally tested and the steering mechanism worked without issue. A known good dilator was inserted into the sheath with no resistance and was able to lock into the sheath. Next, they examined the sheath under a microscope and saw some damage to the distal tip of the sheath itself as it appeared to be flattened and non-circular. Additionally, at the proximal end of the sheath some excessive adhesive was seen inside the shaft. The inner diameter of the sheath was still within specification, but such adhesive can impact the insertion of dilators into the sheath. Based on all available information investigators were unable to confirm the allegation of damage to a dilator tip as the dilator was not returned with the sheath. It is possible that the adhesive present in the sheath may have contributed to any damage to the dilator if it did confirm, but without the actual device it cannot be confirmed.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a faradrive sheath the tip of the dilator looked "distorted". While inserting the sheath the physician examined the sheath through fluoroscopy and noticed the tip looked "distorted". The sheath was replaced with another faradrive sheath, and the procedure was successfully completed. No patient complications were reported as a result of the event. The sheath was returned for analysis without the dilator.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a faradrive sheath the tip of the dilator looked "distorted". While inserting the sheath the physician examined the sheath through fluoroscopy and noticed the tip looked "distorted". The sheath was replaced with another faradrive sheath, and the procedure was successfully completed. No patient complications were reported as a result of the event. The sheath is expected to be returned for analysis.